Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient has experienced intermittent dislocations. The left joint has dislocated posteriorly to the fossa component. The patient will undergo relocation of the joint.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, h4. H6. The reported dislocation was confirmed based on provided post-op scans. The patient received bilateral tmj implants and facial ID plates, but experienced multiple joint dislocations post-surgery. Investigation revealed that the maxilla was likely plated while the joints were already dislocated¿most likely due to high force during the le fort downfracture¿leading to misalignment; revision surgery was performed, and the patient is now doing well. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.